Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the post-revision of the patient's acetabular shell. Rep made aware on (B)(6) 2021. Patient has not been revised as of the time of pi creation.as reported: "it was reported that a left total (B)(6) replacement had a loose acetabular component done from a prior surgery, date unknown. Upon reviewing the x rays it was apparent the cup was loose and displaced. Dr requested a revision cup, mdm liner, insert and head. He also requested a new restoration modular body due to the pre surgery identification. The procedure was performed through a posterior approach. The old cup was removed. The new body, cup liner and head were implanted per surgical technique as well as 7 screws into the acetabulum. The patient appeared to have satisfactory stability and (B)(6) per dr. An intra operative x ray was taken to confirm the placement. Satisfied dr closed up the procedure. I was informed yesterday (B)(6) 2021 that the new (B)(6) have again become loose and dislodged from the (B)(6). Dr is now in the planning stages for a follow up procedure." Spoke to rep, who provided the usage sheet from the revision on (B)(6) 2021. Rep confirmed there are no allegations against the revised liner, head, or restoration modular proximal body, and also confirmed that no further information will be released by the hospital or surgeon.